Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited scope communication error b30. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reported malfunction could not be confirmed. However, during the evaluation, it was discovered that the image was lost when the scope end connector was wiggled. Based on the results of the investigation, a definitive root cause could not be determined for the scope communication error (b30) event. However, it is likely that the image loss when wiggling the scope end connector occurred due to a failure of the locking lever on the video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred prior to the procedure, which was successfully completed using a similar device. Although the procedure was delayed by 10 minutes, the delay was brief, and there was no need for intervention or hospitalization. Therefore, it does not meet the criteria for reporting a serious injury.